Event description:
It was reported that during an unknown procedure, the active jaws got broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.